Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approx a 7 yr, 2 month implant duration due to mitral regurgitation and mitral endocarditis.